Event description:
It was reported that during a bph surgical procedure, ¿moxy fiber snapped towards the end of the case.¿ reportedly, "the part just above before it goes into the scope". The surgery was completed using an alternate procedure ¿roller ball". Patient outcome: ¿stable¿ reported. No injury to the patient was reported.